Manufacturer narrative:
One cadd solis hpca pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. The pump was visually inspected, and functional and accuracy tests were performed. The customer's stated problem was verified. During investigation the delivery accuracy tests found the pump to be out of the published specification of +/-6%. Service replaced the pump's expulsor to bring the pump delivery accuracy into more normal range. The root cause of the reported problem was the faulty expulsor.

Event description:
Information was received that during use of this smiths medical cadd solis hpca pump, over infusion was noted. It was reported that the cartridge hooked on to patient was 250 ml and should have been at 81.7 ml at the end of schedule infusion. However, when the cartridge was taken off it was empty. The pump did not alarm during over infusion. No reported adverse effects.